Event description:
During an internal audit in july 2004 of the DHR for this instrument a note included in the repair paperwork dated 12/2003 was found from the hospital stating taht "vent shut off when on a pt and displayed a technical fault 5571".